Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination sl guiding sheath was kinked when the guiding sheath was used for an extremely meandering artery. The guiding sheath was not used, and the approach was changed to a femoral approach. Subsequently, the procedure was successfully completed. There was no health damage to the patient. There was no patient injury/medical or surgical intervention required. The blood loss was less than 250cc's. There were no other devices or equipment used with the reported product.